Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
It has been reported that there have been multiple occasions where the filter retention plate was found to have fallen off the container lid. This is noticed during set up for surgery. Delays are reported to be between 10 to 15 minutes, as it is required to obtain a new tray. No patient injuries or adverse event has been reported.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: based on the infromation available, the root cause of the failure is most probably usage related. Rational: in similar complaints, the pin on the container was loose. To ensure a safe use, a functional test must be carried out before every use. No CAPA is necessary.